Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels was 50 mg/dl. The customer did not mention any treatment related to low blood glucose level. The customer did not mention any symptom related to low blood glucose level. The customer also reported that the insulin pump had a critical pump error alarm. The customer stated that the insulin pump received an open book image on the insulin pump screen. The customer stated that they did not receive any the alarm prior to critical pump error alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer does not recall whether auto mode feature on insulin pump was active or not at the time of event.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.